Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It is alleged that: (due to the corrective field action on the device, it) "has caused plaintiff continuous emotional distress giving him concern regarding the failure of the product and the potential of a subsequent thoracic surgery to explant the pacemaker and implant another pacemaker. Plaintiff then began experiencing debilitation and frightening shocking sensations into his shoulder and heart, and as a result, he underwent a surgery in (B)(6) 2010, to explant the pacemaker and install a new pacemaker, and as a result, plaintiff contracted a virulent and severe infection." No further patient complications have been reported as a result of this event.